Event description:
It was reported by the patient that they underwent a hernia repair procedure on (B)(6) 2024 and suture was used. Post-op, swelling and redness were noted, which still remains to this day. When the patient was in the recovery room immediately after the surgery, the patient noticed a bulging out on both sides of the navel, which continued to get larger and almost looked like they had grown two breasts. The patient may have been given antibiotics at this time. At the patient¿s primary care doctor's office, the patient was prescribed prednisone for possible infection or allergic reaction, and later otc allergy meds. The patient was referred to a nephrologist thinking it could possibly be kidney disease but no medications were prescribed. Currently, the patient has now settled in with a 42" waist size as opposed to a size 38" waist prior to surgery. On three occasions I've had quite severe cramping from constipation and gas and relieved only by bowel movements via laxatives. The patient still has bulges on both sides of the navel and there is a wide circular area around the navel - about the size of a volleyball that is discolored (reddish tint). Since the surgery, the patient has had numerous visits to the surgeon and primary care doctors, several blood tests an MRI and possibly other tests. As of now there is no solution. The patient is scheduled to see the surgeon on (B)(6) 2024 or on a future date and was told the surgeon will have the exact same suture and perform a test to see if the patient is allergic to it. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. There were no medical or surgical interventions performed while at the same day surgical center on 01/04/2024 or since. I was in the recovery room immediately after the surgery when my wife and I both noticed a bulging out on both sides of my navel. They continued to get larger - it almost looked like I'd grown two breasts. A nurse came in to check on me and I believe she saw it or we pointed it out to her and she then left and informed the surgeon. I do have a photo of the bulging taken at the time. ¿ if medication was required, please clarify if it was prescription strength. The only possible medication I was given at the time were antibiotics, but cannot recall for sure. At my primary care doctor's office I was prescribed prednisone for possible infection or allergic reaction, and later otc allergy meds. I was also referred to a nephrologist thinking it could possibly be kidney disease but no medications prescribed. ¿ what is the most current patient status? I have settled in with a 42" waist size as opposed to a size 38" waist prior to surgery. I now wear suspenders to hold my pants up! The day of the surgery I weighed 225 lbs. When I got home that day I weighed 243 lbs. My weight is now down to the 225 - 230 range. I have had no chronic pain from this, however, my bowels have been affected, numerous bouts of constipation and very, very gaseous. On three occasions I've had quite severe cramping from constipation and gas and relieved only by bowel movements via laxatives. I have never been constipated this often, nor had cramping from such and have never been this gaseous before the surgery. I still have bulges on both sides of my navel and there's a wide circular area around the navel - about the size of a volleyball that is discolored (reddish tint). Since the surgery I have had numerous visits to the surgeon and primary care doctors, several blood tests an MRI and possibly other tests and visits I cannot now. As of now there is no solution. ¿ on what date did the "poor wound swelling and redness" was first observed (dd/mm/yyyy)? As stated above, it was immediately after the surgery in the recovery room on 01/04/2024. Do not know what you mean when you say, "poor wound, etc.". ¿ what is the most current patient status? Current status is as described above - this is a repeat question. ¿ can you identify the product code and lot number of the product that was used? No, I do not have this info. However, the surgical center and or the surgeon should. I am seeing the surgeon 09/13/2024 and then or a future date I am told he will have the exact same suture and perform a test to see if I'm allergic to it. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached.